Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that a device's piece of insert in the handle broke during the case. There was no patient harm.